Event description:
It was reported that approximately 29 months post implant of a bifurcated device, suprarenal aortic extension, and two infrarenal aortic extensions an endoleak was discovered. Reportedly, the endoleak was being watched through usual surveillance. Apparently the dislocation appeared to be between the bifurcated graft and the extensions due to the size and shape of the aneurysm. Therefore, the physician elected to treat the patient with three infrarenal aortic extensions. The patient is doing well.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been confirmed. The devices remained in the patient and were not available for evaluation. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be determined based upon available information. However based on the sizing sheet, product may have been incongruent with the IFU due to the diameter of the neck increasing approximately 25%. Cautionary product use conditions that might have contributed to this complaint included: neck thrombus and calcification.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.